Event description:
It was reported that the pico system was placed in the patient on (B)(6) 2018 and this was working correctly in the therapy. Two days later, it was confirmed by the patient's concern that the device was not performing negative pressure. The device was changed for a second kit and this one worked properly.

Manufacturer narrative:
We have now concluded our investigation into this complaint. As of today, no additional information requested for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation.